Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2053, awareness date 20-oct-2015). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer current age is (B)(6). She has 4 children, had twins last (B)(6). She had 3 vaginal deliveries and 1 c-section. She had a hard recovery after the birth of the twins. Consumer reported bloating (looks like pregnant), she no longer get the sensation to go to the bathroom it is just pain, she cannot wear contacts because her body is rejecting them, her face is breaking out, hair is starting to fall out, she is on pain medication, shakes because of the pain she is in, she has so much swelling and everything that it is pushing on nerves in her back causing her left leg to go numb, she cannot sleep from all the pain, cannot eat because it causes more pain and she cries from the pain. She started getting back pain and she just brushed it off as her motherly pains. The pain got worse and she had to call her doctor. He examined her and explained that her cervix had given out. She was examined by another physician and got the same result. So, at (B)(6) she had to get a hysterectomy. On (B)(6) 2015 she went in to get her tubal. This all happened before she even went back to her post operative appointment. Consumer stated that this has been the most horrible 9 days of her life. Company causality comment this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and presented pain. This event, seen as pelvic pain, is serious due to required intervention and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, the consumer had intense pain a few weeks after the insertion and then had a hysterectomy performed. Considering event's nature and implied temporal relationship, causality with essure use cannot be excluded and since an intervention was required, this case is regarded as incident. No further follow up will be actively pursued since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Product technical complaint investigation result received on 15-nov-2015: the bayer ptc reference number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we are unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and presented pain. This event, seen as pelvic pain, is serious due to required intervention and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, the consumer had intense pain a few weeks after the insertion and then had a hysterectomy performed. Considering event's nature and implied temporal relationship, causality with essure use cannot be excluded and since an intervention was required, this case is regarded as incident. Based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded no further follow up will be actively pursued since this case was identified during health authority website monitoring.